Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed skin overgrowth at the abutment. Subsequently, on (B)(6) 2016, the patient underwent a procedure to debride the overgrown skin. The implanted device remains.